Event description:
Technical services received a call on 6/21/2012. Caller reported physician was dr. (B)(6) at implant procedure. This biotronik rv lead pace/sense portion fracture at >2000 ohms. At change out physician decided to plug l v lead into rv pace/sense port, capped lv port with the biotronik rv pace/sense pins instead of a port plug. Caller advised physician that this is off label. No negative patient issues or outcomes. Lead was implanted on (B)(6) 2006. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).